Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had power supply issue. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. A visual examination of the device was performed, which revealed a defective capacitor on the power control board. Follow-up confirmed the capacitor was burned. The res replaced the power control board to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted that the power control board in the power supply had a defective capacitor, revealed that the power control board was replaced to resolve the issue. Follow-up confirmed that the capacitor was burned. Following the service activity, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual inspection of the capacitor revealed the presence of burn damage to the power control board. Therefore, the complaint event was confirmed.